Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump can't deliver the basal. The customer had a high blood glucose. The customer woke up on 3/5/21 bg at 475 mg/dl. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device was programmed, set a basal rate for 1 u/hr and monitored the pump for three (3) days. Several boluses were programmed and delivered. The basal profile and programmed bolus delivered their indicated amount and were verified in the summary history screen. No delivery anomaly, bolus anomaly or basal anomaly noted during the testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Device history file/traces download was successful using thus. There was no no delivery alarm/insulin flow blocked alarm recorded in the formatted history file prior and from the event date mar 05, 2021. Device was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The force sensor zero offset measured and within spec range. The motor was tested outside of the device and passed. Failure analysis summary: the insulin pump passed all the functional test. The insulin pump functions properly. No delivery anomaly, bolus anomaly or basal anomaly noted during the testing. The insulin flow blocked alarm functions properly. No unexpected occlusions or no delivery alarm/insulin flow blocked alarm noted during the testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 475 mg/dl. Customer experienced symptoms such as nausea. Customer stated insulin pump did not deliver bolus. It was unknown that customer was using auto mode or not. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.